Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports a failed sensor. Customer was doing homework when a sensor updating alert occurred. Customer's outcome pertaining to the complaint: replacing sensor. Customer states because sensor wasn't communicating well, they have been running high at 400mg/dl. Customer treated high blood glucose with the pump. Offered high blood glucose troubleshooting but customer declined. Customer also states she was called from school with a 360mg/dl and treated high blood glucose with a manual injection. The infusion set was bent.